Manufacturer narrative:
Health professional ¿ (blank) andoccupation ¿ no information provided. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure the subject device was not recognized by the generator and could not be used. The intended therapeutic procedure and was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Updated fields: d4, d9 - device available for evaluation, d9 - date returned to mfg., h3 device evaluated by mfg., h4, h6, h10, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. The device evaluation found an error for incomplete seal cycle with error i766 and error i763 showed on the generator dictating incorrect seal cycle. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure the subject device was not recognized by the generator and could not be used. The intended therapeutic procedure and was completed using a similar device. There were no reports of patient harm associated with the event.